Event description:
Enduser advised seat is cracked in middle on both sides. Enduser advised no injury. Enduser could not provide any further information.

Manufacturer narrative:
Follow up to be sent if additional information is received.